Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a check ventilator alarm. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19nov2018. Date of manufacturer: 12nov2018. The customer resolved the issue by ordering and replacing the power management board. The unit now functions without issue.